Event description:
The user facility reported that a 19-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The device began leaking through the purge reservoir/filter and low purge flow alarm continuously sounded. The purge cassette was changed without resolution. The staff identified that the source of the leaking was the purge cassette, a purge bypass was successfully completed with 19ga needle and y connected from the purge cassette. The purge bypass was secured to the arm board. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump and purge cassette were returned for evaluation. The pump was returned without all parts intact, they had cut a portion & a purge bypass needle was connected to the purge lumen. The catheter was also cut off below the motor housing. No other issues were found on the rest of the pump. Based on the available information, the root cause of the purge leak was the damaged sidearm of impella. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.